Event description:
An operating room table started to rotate on its own while the patient was on the table, in the middle of the surgical procedure. The operation being performed was spinal in nature -to correct spinal stenosis of the lumbar region. The rotation would have led to the patient falling off the table, but surgery personnel were able to support the patient from falling until transfer to a different bed could occur. Wound had to be packed and temporarily closed prior to transfer. Delay in surgery, but surgery was completed and without complication.